Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl via an implantable pump. It was reported that the patient had minimal relief since the pump was implanted. On (B)(6) 2025 the patient reported reports minimal relief of headaches. An increase in sc fentanyl by 35mcg was made. On (B)(6) 2025 the patient reported that the last increase was helpful and additional increase in sc fentanyl by 43mcg was made. On (B)(6) 2025 another increase in fentanyl by 35mcg was made. The patient reported experiencing relief of neck pain but not headaches. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 50mcg and an increase in bolus dosing by 5mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the pump didn't help with headaches. An increase in sc fentanyl by 50mcg and increase bolus dosing by 5mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient wanted more relief. An increase in sc fentanyl by 75mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had 9/10 pain. A si joint injection was given and an increase in sc dosing by 100mcg and increase in bolus dosing by 10mcg. Additional information received from the healthcare provider via a clinical study indicated that the patient denied any pain relief. An increase in sc fentanyl by 100mcg was made. Additional information received from the healthcare provider via a clinical study indicated that a normal catheter dye study cds was done. Additional information received from the healthcare provider via a clinical study indicated that an increase in bolus dosing by 5mcg and increase in sc fentanyl by 100mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient reported having a bolus and then laying down which provided relief, but when standing up the headache came back. Additional information received from the healthcare provider via a clinical study indicated that cervical medial branch blocks were performed. Additional information received from the healthcare provider via a clinical study indicated that a two step wean was started. Additional information received from the healthcare provider via a clinical study indicated that the catheter was explanted and replaced.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2025 explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.